Manufacturer narrative:
The alarm and calibration trace did not indicate an issue. Qc was noted to be within normal ranges prior to the event and out of range for each assay on the day of the event. The field service engineer found an issue with the rinse mechanism. He noted that the cell rinse nozzle was clogged with wipe material which led to a vacuum line overflow. He then cleaned this part and verified its performance through flow during aspiration from cuvettes, cell blank calibrations and precision tests - all with acceptable results. The customer performed calibrations and qc which were all within normal ranges. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable results alp2 alkaline phosphatase acc. To ifcc gen.2, ua2 uric acid ver.2, iron2 iron gen.2. On a cobas 8000 cobas c 502 module. The reporter stated that routine performance of qc results revealed that many assays were out of range. They cleaned the sample probe and performed an incubator bath exchange. Qc was rerun and it was still out of range. They reviewed previously released patient results and reran the same samples on their other c502 analyzer. They obtained different results which had to be corrected. The reporter was able to provide the following examples of discrepant results: alkaline phosphatase: sample 1 had an initial result of 77 u/l with a repeat of 121 u/l. Uric acid: sample 2 had an initial result of 4.6 mg/dl with a repeat of 6.7 mg/dl. Sample 3 had an initial result of 2.4 mg/dl with a repeat of 3.7 mg/dl. Sample 4 had an initial result of 2.2 mg/dl with a repeat of 4.9 mg/dl. Iron: sample 5 had an initial result of 65 ug/dl with a repeat of 32 ug/dl. Sample 6 had an initial result of 30 ug/dl with a repeat of 18 ug/dl. Sample 7 had an initial result of 37 ug/dl with a repeat of 50 ug/dl. The alkaline phosphatase reagent lot number is 56878101. The expiration date is 30-apr-2022. The uric acid reagent lot number is 53538501. The expiration date is 28-feb-2022. The iron reagent lot number is 54944101. The expiration date is 30-apr-2022.